Event description:
It was reported that on (B)(6) 2005 the patient underwent a posterolateral fusion at l4-5 and l5-s1 where the doctor packed bmp2_acs atop the disc space as well as in the lateral processes. It was reported that on (B)(6) 2005, the patient complained of severe pain and numbness in his right leg. Subsequently, the patient required extensive medical treatment, including an additional revision surgery on (B)(6) 2005. Reportedly on (B)(6) 2006, the patient was diagnosed with bone overgrowth on his right side. Patient now suffers injuries including an inflammatory reaction, heterotopic bone growth, nerve damage, and chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.